Event description:
My mother was put on remodulin by subcutaneous delivery (B)(6) 2023. The remunity pump system is used for delivery. From the first day of use there have been alarms for adjusting the pump as well as for occlusions. The issue only occurs when my mom is resting. Common alarms occur late at night or very early in the morning which require the pump to be disconnected from the delivery site, batteries changed, and pump delivery restarted. Other times a complete cassette change is necessary. When occlusion alarms occur, the lines from the pump are inspected for any kinks or twists and nothing is ever found to be at fault. It has been suggested that the site itself might be the issue but with the issue only occurring during rest, no one can explain how the site would be the problem. We have placed multiple calls to accredo, the company that supplies the pumps, remotes, medication and supplies, but the issues persist. We have tried taping the delivery line to my mother to prevent it from kinking while sleeping. We've tried placing pillows under her right side, the site is on her lower back just below the belt line on the "flank", to keep her from potentially placing pressure on the site. I've made modifications to a belt clip that holds the pump that allow the line to exit downward rather than being forced to face upward causing a curvature in the line exiting the pump cassette. Nothing short of my mom sleeping in a recliner seems to prevent the alarms. The only conclusion I have been able to draw is that the pump being above the delivery site prevents the alarms from occurring.